Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Puritan bennet technical support advised the bio medical technician to run est. The bio medical technician to run est. The bio medical technician was not able to duplicate the problem. The unit passed extended self testing.